Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had inappropriate therapies and t wave over sensing during a tachycardia. The patient had just come out of surgery and was having pain at the time. The device is still in use. No further patient complications were reported as a result of this event.